Event description:
Bilateral breast augmentation 1998. In 2000, patient noted difference in right breast, mammogram test and ultrasound suggested no problem. In 2003, patient still concerned about right breast, mammogram and ultrasound repeated, again suggested no problem. In 2004, patient referred back to implanting surgeon, following ultrasound, confirmation of ruptured cohesive gel silicone implant. On explantation implant shell in two pieces, filling completely detached from outer shell. [Event reappeared after reintroduction: yes].